Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient experienced confusion and delirium. Medication was prescribed and the patient recovered and the event resolved. The ph ysician investigator assessed the event to be related to the implant procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: sa-85 sn 50057010, expiration date: 2018-10-31, (B)(4) hg-18-90-32 sn (B)(4), expiration date: 2019-02-28, UDI # (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Heli-fx aptus endoanchors were implanted in a patient to treat a proximal type I endoleak from an endurant bifurcated stent graft. It was reported that during the index procedure there was a proximal type I endoleak. The physician implanted eleven heli-fx endoanchors however the proximal type I endoleak was not resolved. The patient had hematuria, that was treated by bladder washing and the hematuria was resolved. Per the investigator, the proximal type I endoleak was and the hematuria were related to the index procedure. No additional clinical sequelae were reported and the patient will be monitored by the physician.